Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to low blood glucose. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that they had seizure. The customer's mother stated that the blood glucose was stabilized during hospitalization. The customer's mother stated that they were off the insulin pump for less than 48 hours at the time of hospitalization. The customer's mother stated that the drive support cap appeared normal. The customer's mother stated that the reservoir was showing the same amount of insulin as shown on the status screen. The insulin pump will not be returned for analysis.